Manufacturer narrative:
An event regarding a loose handle involving a triathlon pin extractor was reported. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there was one similar event for the reported lot. Conclusion: the headed pin impactor extractor was returned for analysis. The device shows signs of use with marks along the body of the device. Part of the green santoprene had has torn off and the remaining is starting to loosen. The device was reported to have not been involved with any adverse event as there was no patient involvement. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is reported by the steri dept. Of the hospital, that the rubber of the handle is getting loosen.

Event description:
It is reported by the steri dept. Of the hospital, that the rubber of the handle is getting loosen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.